Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Xtw 31201a1091 was chosen to be implanted first. During gripper orientation, the reference gripper was unable to lower. Troubleshooting was performed but did not resolve the issue. The clip was removed. Replacement clip xtw 31218a1079 would not close past 60 degrees during preparation. Troubleshooting performed was unsuccessful. Replacement third mitraclip (lot: unk) was then implanted successfully. Fourth clip xtw 40227r1058 was then chosen to further reduce mr. During initial opening attempt in the left atrium, the clip was unable to open. Troubleshooting was performed but did not resolve the issue. The clip was removed. Fifth clip xtw 31201a1088 was then attempted to be implanted. After two attempts at grasping, the clip became caught in the chordae. The clip was removed via standard troubleshooting but removal resulted in a chordal rupture. It was decided to end the procedure with one clip implanted and mr unchanged grade 4. There was no clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The collet was submitted to the materials characterization lab for analysis. Based on available information, the reported inability to open the clip due to a loose release crimper was determined to be a potential product quality issue. Therefore, an exception (issue) was initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.